Event description:
On (b)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure through normal density tissue using Maxcore instrument. During the procedure, the outer cannula could not be fired. It was further reported that the firing button became bit stuck but could still be pressed. No coaxial needle was used. The procedure was completed by another device. There was no reported patient injury.

Event description:
On (b)(6) 2026, a patient underwent an ultrasound guided kidney biopsy through normal density tissue using a Maxcore device. During the procedure, the outer cannula of the device can't be fired. It was further reported that the firing button was a bit stuck but still could be pressed. No coaxial needle was used, and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H11: As the lot number for the device was provided, a review of the Device History Records is currently being performed. The device has been returned to the manufacturer for evaluation. A Photo was also provided for review. The investigation of the reported event is currently underway. Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria. Investigation Summary: Received one Maxcore Disposable Core Biopsy Instrument for evaluation. Upon visual evaluation, the device was received without a needle protector and without a yellow guard attached to the needle. The device appeared to be clean and was received in half primed position. No visual anomalies were noted to the device. Upon functional testing, an attempt was made to prime the device but failed as the top slide would not lock into place. Upon disassembly, a left bumper was to be bend. A resistance test between the cannula and stylet and was successful as no resistance was felt. Based on the evaluation, the top surface of the bumpers does not appear to be bent, deformed, or otherwise damaged. The bottom surface of the bumper appears to be slightly bent which is contributed by the interaction of the spring. Therefore, the investigation is confirmed for the identified failure to prime issue as the top slide would not lock into place and the investigation is inconclusive for the reported failure to fire issue as further functional was not performed due to the priming issue. A definitive root cause for the reported failure to fire and identified failure to prime issue could not be determined based upon the provided information. Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required. D4 (Unique Identifier (UDI) #), G3, H6 (Device, Component, Method, Result, Conclusion). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.